Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced hyperglycemia. Customer¿s blood glucose level was 23.5 mmol/l at the time of incident and the current blood glucose level was 10.8 mmol/l and the blood glucose level went down to 9.6 mmol/l, 18.7 mmol/l and shot back to 20 mmol/l. Customer stated that they took food bolus. Customer declined troubleshooting for high blood glucose level. It was unknown whether the customer was using the auto-mode feature. The insulin pump will not be retuned for analysis.